Event description:
An olympus territory manager reported to olympus technical assistance center (tac), on behalf of the customer, during preparation for a therapeutic (cystoscopy) procedure, the visera elite video system center exhibited scope communication error b30. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was advised not to hot swap scope, power down to remove and install scopes in light source, also, that error must be cleared before trying an additional scope or it will appear additional scope has same error. It was noted, foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. Customer was advised to: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, to connect the endoscope to the light source. The customer indicated that the issue was re-attempted, and the subject device was noted to be operating properly. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.